Manufacturer narrative:
H3: device analysis found that the device and an open pouch were returned with 2 other devices in a (double) resealable bag. The pouch was open from 3 of 4 sides and the open sides were taped with surgical tape. Upon return, it was observed that the middle tube tip was broken off/detached from the device. There were traces of contamination observed from the proximal to the distal end of the returned device. The inner assembly spun by hand with binding sound, while the middle tube assembly could not be spun by hand. The device was able to load into a handpiece but unable to spin properly. The device failed functional testing due to damaged condition upon return and the inability to rotate properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during ess procedure, the the tip of the blade lifted, making it unusable. A spare product was used to complete the procedure. There was no patient impact.